Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) scan at the end of (B)(6) 2025. MRI mode was switched on prior to the scan and switched off after the procedure. Subsequently, the patient experienced palpitations and presented to the clinic for a follow-up visit. Device interrogation revealed that the pacemaker had entered backup operation mode. Programming changes were made, and the backup operation issue was successfully resolved. No patient consequences were reported.